Manufacturer narrative:
The returned device presented with no anomalies or defects. The loop was within specification, and the device could extend and retract without issue. A resistance test was performed and the device measured at 11.6 ohms, which is within the 20 ohm specification. The condition of the returned device was not consistent with the complaint of failure to cauterize; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to cauterize the polyp tissue; there were no signs that the target tissue was blanching. The physician was able to remove this device and use another sensation medium stiff standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to cauterize the polyp tissue; there were no signs that the target tissue was blanching. The physician was able to remove this device and use another sensation medium stiff standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.